Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert without a prior replace battery alert or replace battery now alarm. Customer reports this is the second occurrence of the event. Customer states the battery cap is not loose, cracked or damaged. Customer¿s blood glucose was 131 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. Device was monitored and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).